Manufacturer narrative:
(B)(4). Analysis: upon receipt of medtronic's quality laboratory, visual inspection showed a break in the cannula body, approximately 9 mm from the distal tip. The cannula tip remained attached to cannula, the body with the spring wind. There were no signs of pinch marks or cut marks in the break area observed. Performance testing could not be performed, as the device was not considered functional. Review of mfg records for this product did not reveal any abnormalities or non-conformances. Conclusion: the clinical observation was confirmed. Further investigation will be performed. A supplemental report will be filed if applicable.

Event description:
Medtronic received info that during use of this cannula, bubbles were observed in the line. The cannula was replaced. After removing the cannula, a brake in the tip of the cannula was observed. The tip was separated and cut with the wire frame exposed. There were no adverse pt effects, and the device was returned for analysis.